Event description:
Event description boston scientific received information that this right ventricular lead displayed loss of capture despite programming the device to high output. The lead was abandoned surgically and replaced on the patient's right side. No adverse patient effects were reported.